Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient was presented in clinic for a routine follow up. The right ventricular lead exhibited high impedance and loss of capture. The lead was fractured and was capped and replaced on (B)(6) 2013.